Event description:
A patient underwent placement of a 26mm x 15 mm diameter x 16.5cm length aneurx bifurcated stent graft in 2000 for the endovascular treatment of an abdominal aortic aneurysm greater than 8cm and a left iliac artery aneurysm measuring 7.5cm. A 26mm x 3.75cm length aneurx aortic cuff was used to seal the graft within the proximal neck. The patient has a history of copd, mild renal insufficiency and having a single functioning kidney, and severe cardiopulmonary limitations. The one-month CT scan with contrast had shown no endoleak and additional follow-up information states that the aneurysm descreased in size. CT scan with contrast of december of 2000 (1 year later) showed a slight migration of the device with a large proximal endoleak. An ivus and arteriogram confirmed these findings. It was felt that this was related to the bowing of the graft. The aortic neck just above the bifurcated stent graft measured 25.8mm in diameter and the proximal neck measured 23-24mm in diameter below the single right renal artery and was approximately 2cm long. The patient was at very high risk for aneurysm rupture since the patient had a 7.7 cm abdominal aortic aneurysm with a large endoleak. The patient was considered to be a high risk for surgical conversion due to the patient's co-morbid medical problems. The physician felt that a long proximal cuff would be the best alternative to stabilize the multiple components that were excluding the aneurysm, therefore; a custom made 6.8cm x 28mm aneurx graft was requested for emergency treatment in the setting of potential eminent rupture. In 2001 the 7.5cm x 28mm aneurx stent graft was implanted. The endovascular leak was appropriately excluded and the renal artery remained patent with good flow. Post procedure the patient had mild increase in creatinine from a baseline of 1.6 to approximately 2.2 with improvement at the time of discharge 4 days later. There has been no additional adverse clinical sequelae report related to this event.